Event description:
The customer reported via phone call that they were hospitalized for diabetic keto acidosis. Customer also experienced high blood glucose. The customer¿s blood glucose level was between 514 to 552 mg/dl at the time of incident. The customer¿s current blood glucose value was 477 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. Customer was not using insulin pump system within 48 hours of reported high blood glucose event because they were hospitalized due to diabetic ketoacidosis. It was unknown if the customer was using auto mode or not at the time of incident. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.